Manufacturer narrative:
An external, visual inspection showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring, and none of the complaint symptoms were reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal, visual inspection of the received cycler found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact that in fill 2 of 4, the patient felt very full, and felt that it was difficult to breathe. The patient then began a stat drain, over the course of which 4,401 ml of fluid were drained from the patient. The reported large drain of 4,401 ml was 220% over the expected drain volume which resulted in a reportable device malfunction. The patient's peritoneal dialysis nurse later confirmed the patient's fill volume, and reported that, although the patient felt discomfort, there were no lasting effects of the overfill, and no additional medical intervention was required. The patient felt better after the drain completed, and has resumed peritoneal dialysis as normal on a different cycler.